Event description:
The event is reported as: the customer alleges that the unit will no longer heat up. Alleged defect occurred during set up by the end user. The device was replaced with a working unit. No patient injury reported.

Manufacturer narrative:
The sample was received by the MFR, but the investigation is incomplete at the time of this report.